Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's left ventricular (lv) lead presented to the hospital after a syncopal episode and fall. Review of stored device memory noted no stored episodes that correlated with the syncope, however, did note high out of range lv pacing impedance measurements greater than 2,000 ohms in addition to out of range right atrial (ra) pacing impedance measurements. It was noted that there was no active implanted ra lead, however, daily measurements were mistakenly left programmed on. Boston scientific technical services (ts) discussed troubleshooting options. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that the cause of the out of range lv pacing impedance measurements was not determined and ra daily measurements were left programmed on. No interventions were planned or undertaken and monitoring will be continued.